Event description:
Information received regarding the device does not address the patient's clinical status but notes that upon interro- gation, dashes (---) were noted for parameters. Return to standard and reprogramming did not remove the dashes. A microprocessor download was attempted, but was unsuccessful. One month after the previous normal follow-up, the patient had back surgery and the device had not been checked after that surgery.